Event description:
Conmed received notification from the facility of reported issues with a vcare medium (34mm) cup #60-6085-201a, lot 202106231, recently experienced by dr. (B)(6) at (B)(6) medical center (B)(6) on (B)(6) 2021. Information received was that during a robotic total lap hysterectomy bilateral salph. Oophorectomy, (dr. (B)(6), pt. (B)(6)/ operating room 26), ¿broke halfway through the procedure and perforated the uterus. Broken handle, handle rotates ¿. It is noted there was no adverse patient outcome noted but, although being removed, the uterus was perforated. Additional information received notes the device had been in place approximately 20minutes and they were manipulating the uterus when the issue occurred. The green cervical cup was not sutured in place. The vcare did not break apart and nothing fell off. The tech clamped a kocher onto it and made it workable, the procedure was completed with the same broken vcare. It was confirmed the patient is home with no complications. It was an outpatient procedure. The additional information received does not impact the reporting determination. This report is still being raised on the basis of injury as it is noted the patient¿s uterus was perforated.

Manufacturer narrative:
Investigation of the reported event is confirmed. Conmed received one 60-6085-201a in original packaging. Lot number of the device, 202106231, was verified via packaging. Visual inspection found the handle on the vcare was spinning. The handle was taken apart and the vcare tube was cracked and broken. A review of the DHR found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user information regarding proper care, use & monitoring of this device while being used. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to safely & carefully removing the vcare after use; dont use excessive force to avoid traumatizing the vaginal canal. There are 5 parts/components to the vcare cervical elevator retractor. Upon removing vcare, visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification from the facility of reported issues with a vcare medium (34mm) cup #60-6085-201a, lot 202106231, recently experienced by dr. (B)(6) at (B)(6) medical center (B)(6) on (B)(6) 2021. Information received was that during a robotic total lap hysterectomy bilateral salph. Oophorectomy, (dr. (B)(6), pt. Idm / operating room (or) room (B)(6)), ¿broke halfway through the procedure and perforated the uterus. Broken handle, handle rotates ¿. It is noted there was no adverse patient outcome noted but, although being removed, the uterus was perforated. This report is being raised on the basis of injury as it is noted the patient¿s uterus was perforated.